Manufacturer narrative:
The device was evaluated by a stryker service depot technician. The reported issue was unable to be duplicated but was able to be verified in the device¿s memory. Root cause could not be determined. The device passed functional and performance testing and was returned to the customer.

Event description:
A customer contacted stryker to report that during training their device alarmed and paused. In this state, it would not be able to provide compressions, if needed. If a device malfunctions, the device operating instructions indicate that the user is to perform manual chest compressions. There was no patient use associated with the reported event.

Manufacturer narrative:
The device evaluated is anticipated, but has not yet begun. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that during training their device alarmed and paused. In this state, it would not be able to provide compressions, if needed. If a device malfunctions, the device operating instructions indicate that the user is to perform manual chest compressions. There was no patient use associated with the reported event.